Manufacturer narrative:
Osteomed's evaluation of the returned device did not appear to be associated with the bend in the plate. Our internal review of quality records did not identify any negative trends for this device. Current labeling includes warnings and contraindications that may cause implant fracture or failure. The probable cause of the break is attributed to excessive loading due to non-union, or lack of fusion at the implantation site due to insufficient bone/joint preparation.

Event description:
On (B)(6) 2015 osteomed was notified of an incident concerning the 2.7mm - 5 hole straight compression plate. The plate broke prior to explantation.